Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) 113 reduced water temperature control was found during the evaluation. During servicing, the temperature was set to "4°c" and operated the device but confirmed that the water temperature did not drop below room temperature. Upon inspecting the inside of the equipment, it was found that the water in the tank had overflowed, and water had accumulated in the air vent cup. The water was replaced, the device was operated again with the temperature set to "4°c", but the temperature still did not drop below room temperature. It was confirmed that the t4 temperature did not decrease from ambient temperature. Water is present up to the mixing pump and chiller pump. 115v chiller sn-(B)(6) was replaced with 115v chiller sn (B)(6) due to faulty. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. Low voltage test was performed and passed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature did not decrease during usage, and alarm 113 (reduced water temperature control) occurred. Per review of wo on 23jun2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 23jun2025, updated entry description. It would be sent to imi. The issue has not resolved yet. The device was kept using because both patient and setting temperature difference was not big. Then replaced imi's loaner device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature did not decrease during usage, and alarm 113 (reduced water temperature control) occurred. Per review of wo on (B)(6) 2025, device was used on patient and there was no patient injury report.